Event description:
It was reported during a therapeutic vaxcel pasv PICC placement, when pulling the PICC line partially out, a tear was noticed a couple of centimeters down. As a result of the tear, the pt's arm swelled up. The PICC line was removed and the swelling went away without additional treatment. This device has not been received for evaluation. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.